Event description:
The procedure was to treat a lesion in the mid right coronary artery (rca) with heavy calcification. Pre-dilatation was performed with a trek balloon and a non-abbott stent was implanted. Post-dilatation was performed with the 3.5 x 12 mm nc trek; however, a perforation occurred. The 3.0 x 16 mm graftmaster was advanced; however, resistance was noted with the calcium during advancement and removal, and the stent dislodged. An unknown balloon was used to crush the graftmaster, and a non-abbott stent was used to embed the graftmaster in the proximal rca. The 3.0 x 19 mm graftmaster was then implanted to successfully treat the perforation. The patient was discharged on (B)(6) 2012 in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The nc trek balloon catheter referenced is being filed under a separate medwatch report.